Event description:
It was reported that during deployment, an unusual over-inflation of the distal balloon created a bulging of the distal stent, which resulted in an incomplete vessel rupture. A covered stent was deployed at the distal end of the stent as treatment for the vessel damage.